Event description:
It was reported that, scrub put tibial augments on tibia upside down and torqued in place, discovered her mistake, tried to undo torqued augment screws and broke shaft tip off. Had a spare shaft, opened another set of implants, assembled correctly and implanted. Five min delay in surgery.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.